Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc) the device did not hold fluid column. Troubleshooting was preformed unsuccessfully by repreparing the sgc and replacing the stop cock but the sgc continued to lose fluid column while the dilator was advanced within the guide. A new sgc was selected and a mitraclip was successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc) the device did not hold fluid column. Troubleshooting was preformed unsuccessfully by repreparing the sgc and replacing the stop cock but the sgc continued to lose fluid column while the dilator was advanced within the guide. A new sgc was selected and a mitraclip was successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.